Event description:
Subsequent to the initially filed report, returned device analysis identified broken stent struts. Additional information received confirmed that the broken struts were noted when the device was removed form the patient anatomy. No additional information was provided.

Manufacturer narrative:
Device codes: 1069 labeled. Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported deployment difficulties and difficulty removing were unable to be confirmed due to the condition of the returned device. The stent damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. The additional damage noted to the device likely occurred during removal and packaging for returned to abbott vascular for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, mildly tortuous, mildly calcified, de novo lesion in the right proximal common iliac artery. After the 8x150mm absolute pro ll self-expanding stent system (sess) was flushed, it was successfully positioned at the target lesion. When deploying the stent, the deployment stopped at approximately 3mm and the stent could not be fully deployed. It is unknown which mechanism caused the problem. The device felt like it was stuck; therefore, a little bit of force was used to remove the sess with the stent. A non-abbott sess was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.